Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt a vibratory alert for impedance out of range. It was noted that the impedance has continually been out of range. The sensing and pacing were within normal limits. The patient notifier was turned off and the patient is being monitored.